Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, episodes of competitive atrial pacing were observed. Programming changes were recommended. The patient remained asymptomatic. No further information is available at this time.